Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected as the patient is experiencing difficulties when having sexual intercourse. The patient experienced decreased rigidity and noted that his penis lost length. The device remains implanted, and no further details were provided.

Manufacturer narrative:
B3 approximated.